Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. (B)(6). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced an event where tape did not stick and infusion set fell off on (B)(6) 2026 and no harm was reported.